Event description:
The health care professional reported that the electrode lead of the pt's implant had partially migrated out of the cochlea. The pt used the implant with only the intracochlear electrodes programmed for approximately one year. In 10/1998 the device was explanted and a new device implanted.